Event description:
A complaint was received regarding to a tego® connectorthat experienced tear during use. The reporter stated that, "the peel health campus dialysis clinic are long term users of the tego for 20 years and their experienced dialysis nurses have observed the following occurring when using the tego over the last 3 months: damage to the outer silicone lining." The event occurred during use on patient. Someone becomes aware of the issue during observation of the event as outlined above. The medication used on post dialysis was taurolock¿. There was patient involvement, delay in therapy, but no one harmed as a result of the reported event. The set was replaced and therapy resumed without any problem. The customer is unable to answer the questions since there is no batch number, as the covers are discarded the week before. The event occurred within two weeks at the end of november. They are only used for dialysis patient¿s not chemo patients. At all times, the tego was changed and no further issues.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 nov 2024 has been used as a placeholder. Investigation summary: received one (1) used d1000 tego connector for inspection. A small amount of tearing was found on the seal of the tego. The tego was leak tested per product specifications. There was no leakage. The tego was accessed with a male luer and the fluid path was found to be clear. The reported complaint of tearing can be confirmed, although it had no effect on the functionality of the device. The probable cause is unknown. A device history record lot # review could not be conducted because no lot number(s) was/were identified. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.